Event description:
It was reported that the patient developed a neck infection. It was reported that initially, both generator and lead incision sites were revised, but that the patient later went back to have a second revision on the lead incision. The patient was initially implanted on (B)(6) 2014 and then underwent revisions on (B)(6) 2014. The patient is on po antibiotics per infectious disease until (B)(6) 2014. It was reported that the infection has cleared and the device was programmed on.

Manufacturer narrative:
.